Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket erosion. Furthermore, the patient had been having drainage prior to coming into so she was started empirically on antibiotics while waiting for culture results. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).